Manufacturer narrative:
Product analysis :visual analysis reveals that the fixed prong at the tip of the inserter has broken at its base where it meets the shaft. Fracture surface examination identified a fairly brittle fracture with direction of deformation suggesting a downward direction of fracture. The above observations are consistent with bend stress overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported patient underwent unspecified spinal surgery due to l3 fracture on (B)(6) 2016. Intra-op, the inserter broke.no fragments of the product remained in the patient. No patient complications were reported.